Event description:
The customer reports that while ventilating, a pt the ventilation stopped. No injury was reported.

Manufacturer narrative:
Troubleshooting at the hosp revealed damage to the plug and play back-plane pc board. Further investigation of the exchanged pc board is anticipated. Maquet inc. Submits this report on behalf of the device mfg facility. The mfg facility provides product failure investigation, analysis and resolution for the device described in this report.